Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was attached to the sensor pod and seal carrier and was not broken. The sensor wire was inserted farther than designed into the housing puck that resulted in a seemingly shorter sensor wire. The customer's complaint of a broken sensor wire was not confirmed. A root cause could not be determined.